Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The government agency reported that during vitrectomy surgery an ophthalmic handpiece had no suction. The procedure was completed on the same day without any patient harm.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that are no additional complaints associated with it regarding the same topic. The concerned instrument was not available for return to the investigation site for evaluation. Therefore, no further assessment is possible and the investigation is concluded without identifying the root cause. A sample was not received at the manufacturing site. Therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. Corrected information provided in h.6. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any relevant deviation and that there are no additional complaints associated with the lot number regarding the same event. The investigation is concluded based on the sample evaluation outlined below. The returned instrument was received in its outer blister covered by the tyvek foil, showing the lot information. The inner blister which offers protecting during the shipment was not used. The returned instrument shows macroscopic signs of damage, namely the soft tip is almost torn off. The returned instrument was visually inspected with the aid of a photomicroscope using various magnifications. The visual inspection showed the damaged soft tip in detail. The returned instrument was then functionally tested regarding the aspiration/irrigation properties. It was noticed that there was a blockage in the metal tube, but this was not evident and could not be determined. As the blister was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined conclusively, nor can the strain put on the device be reconstructed. That is why a root cause for the reported issue cannot be determined. It cannot be determined how or where the damage to the sample occurred. Therefore, a root cause for the customer's reported event could not be determined conclusively. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).